Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, the farawave catheter was selected for use. During the preparation of the farawave outside the body, an air-like residue was noticed in the irrigation port and could not be completely eliminated with flushing. Therefore, the catheter was replaced to avoid the risk of air embolism. The procedure was completed successfully without patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave was analyzed. Visual inspection revealed there was potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The allegation was not able to be confirmed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, the farawave catheter was selected for use. During the preparation of the farawave outside the body, an air-like residue was noticed in the irrigation port and could not be completely eliminated with flushing. Therefore, the catheter was replaced to avoid the risk of air embolism. The procedure was completed successfully without patient complications. The device was received for analysis.